Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the pump recently came in for error 41622 which was not verified. Cam flex was replaced as a preventive measure during the time of repair. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed error 41622 when the customer was trying to prime the pump. No adverse events were reported.